Event description:
It was reported that during an unknown procedure, the device was unable to operate smoothly and without resistance. The staple lines were not holding and there was lots of oozing. It is unknown how the bleeding was controlled. It is unknown what was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the case completed? Tried other devices. How was the bleeding controlled? Cauterization. How much blood loss was there? Sponges were used to remove. Fluid prior to uses devices. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes, surgeon was re-inserviced. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? No. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on?yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Cartridge was loaded the way taught. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? Na. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Forcing the handle forward. Was there any difficulty removing the device from the tissue? Yes. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Not sure. If the device locked out, did it lock out on tissue or prior to use on tissue? On the tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Asku. Was the firing to close an ostomy? No. Is a pathology specimen available? No. Was another stapling device involved? Yes tx60. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Asku. How long has the surgeon been using this device for this procedure? Has used devices for some years. What predicate device was used by the surgeon? None. Was there a recent conversion to ees devices in this account or with this surgeon? No. Where was the location of the malformed staples - distal, proximal or in the middle of the staple line? Distal. Where the malforms on the line closest to the cut line or in all of the rows? Closest to the cut line. Where the staple legs unformed or did they have irregular shapes? Asku.